Event description:
It was reported that the patient experienced prolonged hyperglycemia with continuous glucose monitor readings up to 490 mg/dl over approximately 24 hours while using the ilet with a subcutaneous teflon infusion set, during which the pump delivered insulin but glucose values did not respond, and the patient subsequently lost the pump and transitioned to subcutaneous insulin via pen. Symptoms included asymptomatic hyperglycemia. Outcomes included no hospitalization and continuation of therapy using an alternative method. Investigation included complaint intake, troubleshooting, and user education regarding changing infusion supplies when readings exceed specified thresholds. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with possible contributors including infusion site or cannula issues that were not confirmed and therapy interruption following loss of the pump. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.